Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was unable to duplicate ¿was not giving a breath and ventilator started to alarm disconnect/ sense.¿ all testing performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 115 hour extended test using the customer¿s settings. The ventilator also passed lap top ventilator final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. The event trace did not contain any unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported model lap top ventilator 1150 stopped working. The ventilator was not delivering breaths and started to alarm disconnect/sense while connected to a patient. The patient coded at time of incident but did survive. When the homecare respiratory therapist arrived, she noticed the ventilator screen displayed ventilator inoperable. One or two of the pressure sense lines were also unplugged from the ventilator. The respiratory therapist was unsure if that was done when they coded the patient. The ventilator check test was performed using test lung and the ventilator was working correctly. While the respiratory therapist was at the home the parents and patient returned to the house. The respiratory therapist stated, when the new ventilator was plugged into the surge protector, the battery was not showing charging. So she switched the ventilator to another outlet in the home. It was then working correctly with the new ventilator. The respiratory therapist is unsure if power was a factor with the original ventilator. The patient coded but there are no allegations of the ventilator causing patient harm.